Event description:
It was reported the patient is receiving stimulation that is non-beneficial. It was also reported the patient has been experiencing muscle spasms due to stimulation. In the meantime, the patient plans to deactivate stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.